Manufacturer narrative:
Failure analysis revealed that the insulin pump had an error alarm during the prime test, and had a motor error during the basic occlusion test as a result of a loose drive support disk.

Event description:
The customer reported that the insulin pump had a motor error alarm followed by an error alarm. Troubleshooting was performed. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.